Event description:
It was reported that stent damage occurred. The target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. A 3.50x20mm promus element¿ plus stent was advanced but failed to cross the lesion after several attempts. The device was removed from the patient and it was noted that the proximal edge of the stent strut was lifted. The device was disposed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).